Event description:
A patient reported experiencing inaccurate low results with a lifescan meter. The patient's blood glucose results were 101 mg/dl vs. 152 lab. Tests were done within 10 minutes with a difference of 26%. Patient did not experience any adverse events. No further information has been reported. Note: customer has not used genuine lfs test strips instead used unicheck test strips and the lot number is not provided.